Event description:
The customer reported false positive results with the ID now covid-19 assay for 2 patients performed on (B)(6) 2021. This MFR. Report addresses patient 2 of 2. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. The sample was noted to be direct tested. Rt-pcr [autoamp method] confirmation testing generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report: 1221359-2021-01556.

Manufacturer narrative:
Additional information/corrected data.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on 27apr2021. Rt-pcr confirmation testing with autoamp method (shimadzu platform) generated a negative result .

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m140445 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m140445 , test base part number 190-430 / lot m140445. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140445 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination. Reference MFR report: 1221359-2021-01556.